Event description:
During a procedure a ablation a polarxfit was selected for use. Blood detection error occurred. It is unknown if blood was visible. An exchange of the catheter resolved the problem. The procedure was completed without any patient complications. The device will not be available for return due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a procedure an ablation a polarxfit was selected for use. A blood detection error occurred. It is unknown if blood was visible, an exchange of the catheter resolved the problem. The procedure was completed without any patient complications. The device will not be available for return due to disposal.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was evaluated by the manufacturer. No visible blood was observed inside the balloon region. The polarx was leak tested and passed all inner and outer balloon leak tests. The polarx was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. The inner balloon blood detect wires were found to be crossed. This wire cross could lead to the wires contacting each other which would result in a false blood detection error.